Event description:
The pump reportedly overdelivers at +10% of the expected amount. The pump was being routinely tested between pt use. There were no reports of any problems or adverse events while the pump was in clinical use. During the routine testing, the pump was noted to deliver at +10%. No further info was available.